Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The customer received a replacement, and the device was destroyed by physio. The cause of the reported issue was not established.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Physio-control evaluated the device and found it failed to complete the boot up process. In this state the device would not be able to deliver defibrillation therapy if needed.